Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. No abrasion damage was found on outer insulation of lead.

Event description:
It was reported that insulation abrasion was noted close to the rv coil, during elective replacement.